Event description:
It was reported that the probe functioned continuously when used during the surgery and it displayed an error message e8 and p4 afterwards. It was further reported that the surgeon had to stop the console in order to stop the electrode.

Manufacturer narrative:
Additional information will be provided once investigation is completed.